Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 25 alarm noted during testing. However, detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump error alarm confirmed in the pump history and during self test due to cold solder joint on keypad assembly. Unit was received with minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that the insulin pump received multiple power reset error. The customer¿s blood glucose level was 117 mg/dl. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.